Manufacturer narrative:
Reliability analysis evaluated 7 opened/used reservoirs, performed pre-fill reservoir test, and reservoirs failed per inspection. All transfer guard needles were occluded. (B)(4).

Event description:
The customer's spouse reported via phone call that they had issues with 7 reservoirs. While attempting to fill the reservoir, the transfer guard would not snap onto the insulin vial. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.